Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter stated that there was a crack in the battery compartment and moisture in the pump. The reporter denied damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/23/2014 with the following findings: the battery compartment was observed to be cracked from the threads to the grip. The pump was opened, removed from the case, and no moisture or corrosion was observed in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.